Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: unavailable: the manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced 8 motion batteries. They performed a system checkout. The system was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the sites system was losing voltage by means of the motion batteries. No patient was present at the time of the event.